Event description:
Reported via journal article. It was reported via journal article that there was a device related thrombus. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged from the hospital on a medical regimen of warfarin and aspirin. 2 months post procedure the patients medical regimen was switched to clopidogrel and aspirin. 5 months post procedure the patient had an echocardiogram procedure. The imaging showed that there was a large mobile thrombus on the face of the closure device. After initiating heparin, the patient developed heparin-induced thrombocytopenia (hit) and was transitioned to bivalirudin, then bridged to warfarin before being discharged from the hospital. After 3 days, the patient presented with acute bilateral leg weakness. Computed tomography angiogram (cta) showed infrarenal aortic thrombus with extension into iliac system. Bivalirudin was restarted. A week later, repeat imaging showed complete resolution of the thrombus and partial resolution of the aortoiliac thrombus. The patient was discharged on lifelong warfarin.

Manufacturer narrative:
Date of event estimated since unknown. Aglan, a., ijaz, s. H., & clayman, j. O. (2023). Device-related thrombus after left atrial appendage closure complicated by acute limb ischemia. Journal of the american college of cardiology, 81(8_supplement), 3978-3978.